Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: d9, device availability and return dates fields incorrectly described the device as being returned on march 13, 2026. The device was not returned to aid in the investigation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4114, 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H11: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are missing or confusing instructions for use and abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that an unknown screw loosened at tooth site #14. This occurred with an unknown screw retained restoration, although no additional product information was provided. No information was provided concerning the initial device placement as the implant was placed at a different office location by another restoring dentist. The implant is being returned to the manufacturer to aid in the investigation. No other crown or abutment information was provided. An additional appointment was required to replaced the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.